Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited over-sensing of noise. Also, it was noted that the patient felt dizziness and was lightheaded. The right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable pre and post procedure.